Manufacturer narrative:
UDI(di):(B)(4).

Event description:
It was reported that the patient presented in the hospital after undergoing a (B)(4) storm. Interrogation of the device revealed a single episode undersensing vf resulting in inappropriate return to sinus. The device still recognized vf and the therapy was delivered. This resulted in slight delay in therapy. Review of the egm confirmed undersensing, which was appropriately sensed by the device. It was suggested that in this case programming changes will not resolve the issue and if programming changes will be made, future oversensing is likely to occur. Further actions will be discussed with the physician. The patient was stable and will continue to be monitored.